Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the red foreign material could not be identified nor the root cause of it although it found to have contained protein derived from medical solution or human bodily fluid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process for the air water nozzle were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, the customer had no idea about what the foreign material was, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the air water nozzle was cleaned with lint-free cloths/brushes/sponges, the air water nozzle channel was flushed with detergent solution, there were no concerns about the reprocessing, there were abnormalities in the accessories used for reprocessing, there was a slight dent in the packing of the air water adapter. E1/establishment name: japanese red cross society aichi medical center nagoya second hospital added here due to character limitation in respective field.

Event description:
It was reported, the gastrointestinal videoscope had foreign material warm-like blood clot exiting from the air water nozzle tip. The issue was found during preparation for use of a diagnostic unspecified procedure. Opinion of physician indicated: we suspect that the cause may be due to the handling of the button due to the use of an air water channel cleaning adapter. The test use of this product was discontinued, and the procedure was completed by switching to the same product. There were no reports of patient or user harm. This report is related to patient identifiers: (B)(6).